Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: her blood glucose (bg) was in the mid 200 mg/dl range, and she was vomiting and had ketones present. She was treated in the emergency room , was given IV insulin drip, and kept overnight. The patient alleges the pump keeps losing prime randomly: she is not doing anything with pump when loss of prime warning occurs. Patient denies loose cartridge caps. Customer support (cs) found empty cartridge alarms did justify some no prime alarms, but not all. Cs educated patient on loss of prime reasons. Patient able to successfully prime, states vibrations get weaker as she primes. Patient remains on pump until a replacement pump arrives. This complaint is being reported because a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation loss of prime with low non-zero force was verified in black box. Performed pump rewind, load, and prime with no loss of prime. Pump was exercised for 24 hrs. On a 1 unit per hour basal program with no loss of prime..force sensor calibration was within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.